Event description:
It was reported that the right ventricular lead had dislodged shortly after implant. This caused loss of capture which resulted in a heart rate of 40 bpm. Subsequently, a revision procedure was performed to reposition the lead. No additional adverse patient effects were reported.